Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Based on available information no product malfunction occurred. The product information for use (IFU) states: precautions & observations: as with the use of any rectal device, the following adverse events could occur: leakage of stool around the device, rectal/anal bleeding due to pressure necrosis or ulceration of rectal or anal mucosa, peri-anal skin breakdown, temporary loss of anal sphincter muscle tone, infection, bowel obstruction, perforation of the bowel. Additional details have been requested but have not been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported by a nurse that the patient developed rectal ischemia while the device was in use. The patient had to have a colostomy. The reporter also stated that "patient was in critical condition, using vasoactive drugs (name not provided) in high doses (dose not provided)." The device was in place for an undisclosed number of days. No further information was provided including patient details or outcome.

Manufacturer narrative:
Upon further review of the reported event, it was determined that the complaint was not related to a design or manufacturing issue, therefore, a detailed investigation or batch record review is not required. This investigation will be closed. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been received to date. When additional information becomes available, a follow-up report will be submitted. (B)(4).